Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to a positive culture. The user complaint of distal sheath leakage was not confirmed. The following defects were noted: - distal end cap cover --- dent. - bending section rubber glue --- separated. - bending section rubber glue peeled off. - universal cord --- wrinkle. - biopsy channel --- less than the specified value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer that the endoscope cf-h190l ((B)(6)) was not contaminated and therefore did not have a microbiological results report from a laboratory.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope, had distal sheath leakage and tested positive for unexpected bacterium. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the scope channels. The customer reported that the scope was not manually disinfected. The scope was stored horizontally in a drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.